Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: three electronic photos were reviewed. Two images show what appears to be a hematoma with gauze placed over. The gauze is bloody over the hematoma. The reported bleeding and hematoma can be confirmed. The third image shows what appears to be the sauvage patch implanted in the patient. Blood can be seen externally on the patch. However, it cannot be determined if the blood is leaking through the patch or if the blood is from a separate source based on the image alone. Therefore, the investigation remains inconclusive for the reported leak through the ptfe patch. It is possible the patch is leaking in the provided photo, but it is not able to be confirmed based on the image alone that the source of the blood on the external side of the patch is due to a leak. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a surgical graft placement procedure on the carotid artery procedure using bard sauvage filamentous fabric. During the procedure, the patch allegedly found leaking. It was further reported that the patch remained porous despite blood soaking and further use of hemostatics, leaded to persistent bleeding and a large neck hematoma. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a surgical graft placement procedure on the carotid artery procedure using bard sauvage filamentous fabric. During the procedure, the patch allegedly found with leaked. It was further reported that the patch remained porous despite blood soakinhematoma and further use of hemostatics, leaded to persistent bleeding. The current status of the patient was unknown.